Event description:
On (B)(4) 2011, at (B)(6), it was identified that the reservoir that is used during priming had a rip at the inlet side of the bag. The associated tubing set is bo-hqv 15902 (lot number 92049863). (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample was returned and evaluated. Per the final statement letter dated (B)(4) 2012, the complaint was confirmed. The root cause was determined to be production failure during welding procedure at the supplier. The failure could be traced back to a failure of the welding tool. As corrective action, the welding process has been reviewed by the supplier including optimizing the tool itself. As a preventive action, all operators at the supplier have been trained regarding this failure. (B)(4).